Event description:
The customer reported a failure to power up with this device. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up with this device. There was no report of any pt involvement. Philips advised the customer that this device has been out of support life since (B)(6) 2009 and that no service or replacement parts are available. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause from the available info.